Event description:
Customer reports the unit keeps shutting itself off while connected to a pt for monitoring purposes. No adverse pt outcome. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.